Manufacturer narrative:
(B)(4). The stent remains in the vessel; the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. The reported difficulty to deploy; however, appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received. Post stent deployment, intravascular ultrasound (ivus) was performed and noted that the stent was not properly deployed, possibly due to a guide wire and balloon advancing through a stent strut. Additional post-dilatation was performed and wall apposition was confirmed to be good. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the coronary artery, the xience sierra stent was deployed and the balloon deflated without issue; however, the guide wire was stuck in the stent delivery system (sds) and was removed during removal of the sds. Intravascular ultrasound (ivus) was performed and may have indicated a deployment/wall apposition issue, requiring additional balloon dilatation. There was no additional information provided.